Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the foot control was not working. No case reported; therefore, there was no patient involvement. Preliminary results of investigation have concluded that this units ablate function stays turned on after being activated once which makes it a reportable event.

Manufacturer narrative:
H3, h6:the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection observed a rusted base and chassis. Functional evaluation revealed the units ablate function stays turned on after being activated once. The complaint was confirmed and the root cause is associated with electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include an excessive tensile stress applied to the cable could have partially broken one or more signal wires prematurely causing non-functionally of the pedal. There may have been a loose cable connection between the returned device and the used controller, or the activation lever of the pedal is getting stuck when used. No containment or corrective actions are recommended at this time.